Event description:
It was reported that the patient developed an infection with the first implantable neurostimulator (ins) and had it replaced. No device information was given.

Manufacturer narrative:
Product ID 3986ilc, lot# n24890, product type lead; product ID 3272-66, serial# (B)(4), product type receiver. (B)(4).